Event description:
New information notes that due to multiple shocks received, the device exhibited eri characteristics and was explanted and replaced.

Manufacturer narrative:
The reported backup vvi was confirmed in laboratory and was due to two software resets within a short period of time. The software resets were caused by a transient drop in battery voltage as a result of excessive charging.

Event description:
It was reported that the patient presented to the ER after receiving multiple shocks and was in atrial fibrillation. The device was found in back up vvi mode. A magnet was placed over the device to relieve the patient from the continual therapy. The arrhythmia was treated pharmaceutically. A rom download successfully restored the device. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.